Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the instrument was not working. It had one (1) usage left. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 29-apr-2025: it was found that the instrument had a frayed wire initially and then went fully broken. There were no issues noticed related to the cautery. The instrument did not move with unintuitive motion. The procedure was completed with a standby instrument. The instrument will be returned for evaluation, but the monopolar curved scissors (mcs) tip cover is not available for return.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.